Event description:
It was reported the device was being used during a radial artery harvest. It was that the device handle of the hand piece became too hot to the touch. The case was completed with the same hand piece. There was no adverse pt outcome.